Event description:
It was reported to philips that the stand movements were not available. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, diagnostic procedure was performed by the customer and completed as planned after restarting the system. Philips field service engineer (fse) inspected the system and confirmed that the stand movements were not available. Review of the system log file showed that amc drive handling the frontal longitudinal drive indicates it falls into an error state, resulting in switching off the motion power. Upon troubleshooting, fse cleaned the rails; inspected the longitudinal drive, potentiometer, and rubber friction wheel. To resolve this issue, fse inspected all the carriage roller bearing and performed longitudinal potentiometer, position, and current calibration. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system movement issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for continuation and completion of the procedure. A movement issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on investigation outcome.